Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during the third day of supply use. The customer's blood glucose (bg) level was 398mg/dl during these events. Correction boluses via the pump were delivered and manual injections were administered to address the bg levels. The customer changed their cartridge and infusion set each time to resolve the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.